Event description:
Allegations of carcinoma of left breast resulting in modified radical mastectomy, headaches, nausea, vomiting, joint pains in neck, cramps in legs at night, memory loss, constant fatigue, and some dental disorders.